Manufacturer narrative:
(B)(4). The results of this investigation concluded there was outflow surface thrombus on all three cusps. Cusps 1 and 2 were fibrotically thickened. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin and thrombus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2016, a 33 mm epic mitral valve was implanted. On (B)(6) 2017, the valve was explanted due to mitral regurgitation and replaced with a edwards mitral valve. The patient is reported to be recovering.